Event description:
It was reported that a spectrum iq infusion pump had a flow rate high 21.6 ml occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate high 21.6 ml" was not reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 30 mins at 20 volume to be infused with the results of 21.708 and failing error percentage of 8.54%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was depressed m2/m3 springs. The pressure plate travel required to be adjusted and m2/m3 springs required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.